Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed testing. The cause for the failure was isolated to a shorted q13 insulated-gate bipolar transistor on the computer/analog pca. The root cause for the shorted q13 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 110 (over voltage cleared no energy).